Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing therapy and inhibited pacing for a short duration longer than two seconds as a result of noise on all three channels of the device. This noise could not be recreated with pocket manipulation or isometrics and all other lead measurements were normal. The following physician confirmed the device behavior as associated with external electromagnetic interference (emi). Beyond bruising of the patient's right eye, as the patient had bumped into a basketball pole as a result of the event, there were no further adverse patient effects.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was later explanted for normal battery depletion and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.